Event description:
It was reported that this right ventricular (rv) lead has been showing a low shock impedance in both unipolar and bipolar configurations. A slight bump in thresholds was observed in the past few weeks. Noisy signals were present and a lead insulation damage is suspected as the origin. The patient is dependent and oversensing appears to have caused a more than two seconds failure to capture, therefore, evidence suggests pacing inhibition and asystole of more than two seconds is present. A lead replacement was suggested by the physician. The patient appears to have fainted once. The lead remains in service at this moment. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).